Event description:
It was learned through implant patient registry that a 25 mm 7300tfx mitral valve was explanted after an implant duration of 5 years and 2 months due to unknown reason. The valve was replaced with a 31 mm 11400m mitral valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.